Event description:
It was reported that due to poor visualization the physician-induced injury to the joint took place.

Manufacturer narrative:
Additional information was received from the reporter clarifying that, contrary to the preliminary information, the pressure sensor malfunction didn¿t cause any harm to the patient. Pressure failures per se are not considered reportable malfunctions currently in our normal practice. This event was re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during operation, the pressure sensor in the pump broke causing poor visualization. It is unknown if there was a backup device available or if there was a delay. No patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition.